Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed for sheath catheter mechanical damage. Based on the information given, the exact root cause of the event cannot be determined since the sample was not available. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. Initial reporter: inventory. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that a 6fr destination sheath x65cm device came kinked. It was reported that it came kinked in the package and not during a procedure. There was no patient injury, medical/surgical intervention required. Additional information was received on 21may2021: it was confirmed that it was kinked prior to opening the package. The patient was prepped, and they were starting procedure and went to grab the product and it was found kinked. Additional information was received on 3june2021: the was no blood loss. The patient condition was stable. The procedure outcome was successful. Intervention and thrombectomy of occluded mesenteric artery were the procedure being performed. No other equipment was used. Sheath damage in packaging. The device was never entered into the body.